Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high" (specific value was not provided); cause was unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. The customer acknowledged that control iq feature was functioning as intended at time of event. Reportedly, customer continued to use the pump for insulin therapy.